Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had received no delivery alarms. The customer states they had changed reservoir and infusion set, but blood glucose level was 600mg/dl. Troubleshoot was conducted and the customer was advised to conduct infusion set change. The customer declined to troubleshoot for the highs. The customer was advised to monitor the device.